Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a leak. There was no patient involved.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a leak.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found the leak in the high pressure regulator. The fse replaced the high pressure regulator (0103-00-0637). The unit passed all functional and safety tests and was returned to customer.